Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00854. It was reported that the patient¿s lead had migrated. X-rays were taken, however the results are unknown. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced. Patient has effective therapy post op.